Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n188125006, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The indication for use was non-malignant pain/chronic low back pain. On (B)(6) 2012, the patient was calling for MRI and CT scan compatibility guidelines; she was wondering if she needed the pump checked after the procedures. The procedures were not related to her infusion system. She had "lots and lots and lots of things go horribly wrong" with her body; she had a degenerative situation. The patient had degenerative disc syndrome. The patient stated the pump had "basically saved my life". The pump was set at a fairly low dosage; "somewhere right about 4 I guess per hour or however that works and it goes up to 20". Per the patient, "with as much crap as I've been through, one of my craziest fears is having to be catheterized". The patient also stated "I would rather have the pump than the pain". Most times the patient had difficulty urinating; "when I sit down to pee, it doesn't just happen". The patient had urinary retention; it was hard to empty her bladder. Because of this the patient was very cautious about increasing the dosage in the pump. The cause of the issue was unknown. The patient's primary doctor wanted her to see a urologist. In addition to the intrathecal morphine, the patient also took oral narcotics. The patient stated that she was borderline agoraphobic and had post-traumatic stress syndrome. On 09/17/2012 additional information was received from a healthcare professional and it was reported that the patient had been seen on (B)(6) 2012 and did not report the difficulty urinating/urinary retention to them.